Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the sys¬tem before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Reportedly, customer was not removing air before filling cartridges. Customer's blood glucose level was up to 250 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.